Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to pace during patient use. The reported problem was observed while the device was in clinical use. However, no adverse patient impact was reported.